Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the network cable was disconnected prior to attempting spin. Suspect network cable was loose or possible going bad. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that when taking a confirmation spin the pendant displayed "navigation disabled. See mvs". There was no message on the mobile view station (mvs) and the navigation system showed green boxes for the patient reference frame, tracker, and communication. The correct navigation system was selected on the imaging system and the pendant also showed the camera as active and the 'navigated scan' box was selected. The site rebooted the system and the issue resolved. There was no impact to the patient outcome. Additional information was received. There was no surgical delay.